Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is nov 11, 2018

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl. The customer also stated that, the customer received a change sensor alert after a calibration not accepted. The customer treated low blood glucose with carbohydrates. The device will not be returned for analysis.